Manufacturer narrative:
(B)(4).

Event description:
During an initial pump inquiry, it was reported that the volume was incorrectly displayed. The device will be returned for evaluation.

Manufacturer narrative:
Updated with additional information. (B)(4).

Event description:
It was reported that the device will not be returned since the operator can troubleshoot the issue.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).